Event description:
It was reported the device would just turn off on its own. A new battery was installed and the device turned off again on its own. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, device passed all incoming functional tests. Analysis found the battery contacts are contaminated and the main keypad detached from upper case.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.